Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint is being cancelled as duplicate of (B)(4), making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump failed the pim leak test during preventive maintenance. No patient was involved.